Event description:
Anecdotal info received via an email from sales rep. Open heart recovery/cvic nurse mgr reported "communication errors". There was no report of pt harm or medical intervention. No add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of communication errors could not be confirmed because no devices were returned for failure investigation. The customer did not record device serial numbers so no failure investigation could be performed. The root cause for the reported communication errors was not identified. A site visit was conducted to investigate factors that may be contributing to reported communication errors. During a visit to the operating room an issue was identified during device set up; the pump module displayed a channel disconnect because it was not properly latched. The customer's processes for cleaning and handling devices were observed. It is theorized that the practice of cleaning with rags over-soaked with cleaning agent may be leaving a film on the iui connector terminals that can potentially cause intermittent channel disconnect errors. Cleaning agent could build up on the iui connectors if not properly cleaned off with isopropyl alcohol.